Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to transportation limitations impacting their ability to attend evoke scs follow-up visits. The patient also reported inadequate pain relief, pain at the evoke closed loop stimulator (cls) implant site and stated they were not utilizing the evoke scs system. Troubleshooting was performed, including reprogramming. The evoke scs system was explanted at the patient's request.